Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: unknown note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer's school nurse and stated the customer is back in school and he is doing fine. The nurse states that she is unable to provide any additional information because of confidentiality. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. School nurse stated that the customer obtained hi several times. At the time of the call the customer was feeling lethargic. School nurse could not continue and stated she had to take care of the customer. When school nurse was called back, she stated that the customer¿s aunt had come and had taken him to the hospital. School nurse was able to provide serial number of meter but not the test strip lot information. School nurse was unable to provide any further information.